Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient went to have an MRI and was told by radiology he had impedance issues so could not have an MRI. The patient's wife is unhappy with the clinical outcomes and currently the device is off (patient's wife turned it off) as she claims it has made him worse. Values of the impedance issue was not known. Unknown if any environmental/external/patient factors may have led to the issue. Diagnostics/troubleshooting/actions/interventions included referring the patient to see a healthcare professional, which they have not done yet. Unknown if the issue is resolved. No surgical intervention occurred and none is planned. No further complications were reported or anticipated with this event.